Event description:
During cardio pulmonary bypass at higher flow rates (over 51/min) oxygenator was not oxygenating properly. This device was part of the datascope tubing pack. The patient was injured during the therapy.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).